Event description:
A malfunction was reported on a customer's pump, identified with malfunction code malf 16. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to call back if any malfunction code reappears.